Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed repeated restart alerts with restart code 32 followed by malfunction code 57 after several automatic restarts, consistent with a software runtime issue indicative of a program or algorithm execution failure in the computer software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem consistent with a program or algorithm execution failure in the device¿s computer software. It was concluded, based on previously established findings for similar reports, that the cause was not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.